Manufacturer narrative:
Date of event: the exact date is unknown; however, it was reported that the event occurred in (B)(6) 2022. The complainant was unable to report the complaint device upn and lot number; therefore, the manufacture date and expiration date are unknown. Imdrf patient codes e130501 captures the reportable event of acute kidney injury. Imdrf impact codes f08 capture the reportable event of further observation (prolonged hospitalization).

Event description:
Note: this report pertains to one of two devices used in the same patient and procedure. It was reported to boston scientific corporation that a nephromax balloon and a percutaneous access needle were used during a percutaneous nephrolithotomy procedure performed in (B)(6) 2022. The patient experienced traumatic foley catheter removal and acute kidney injury that required further observation.